Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 23:36:48. During night drain cycle six, the patient's ultrafiltration reading was 1252ml, indicating the patient drained 1252ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect and use error with an inappropriately programmed minimum drain volume percent setting too low. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.